Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. Following pre-dilatation, a 2.50mm x 15mm maverick balloon catheter was advanced for dilatation. However, during the procedure, the balloon burst due to severe calcification. The device was removed successfully from the patient's body, and the procedure was completed with another of same device. There were no patient complications reported, and the patient was in good condition post-procedure.

Manufacturer narrative:
Device evaluated by MFR.: fg maverick 2 mr, 2.50mm x 15mm, catheter was returned for analysis. Visual, tactile and microscopic analysis was performed on the device. A visual and tactile examination identified multiple hypotube kinks along the length of the hypotube shaft. A visual and tactile examination of the shaft polymer extrusion identified no issues with the outer / mid-shaft sections or the inner lumen of the device. A detailed microscopic examination of the balloon material identified a balloon tear located approximately 3 mm proximal to the distal markerband. A microscopic examination of the proximal and distal markerbands identified no damage. Tip showed no signs of tip damage.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. Following pre-dilatation, a 2.50mm x 15mm maverick balloon catheter was advanced for dilatation. However, during the procedure, the balloon burst due to severe calcification. The device was removed successfully from the patient's body, and the procedure was completed with another of same device. There were no patient complications reported, and the patient was in good condition post-procedure.